Event description:
The customer reported that it was planned to perform a pvi procedure when the stockert generator has an indifferent electrode error message. They also noticed that a yellow light was blinking. The procedure was rescheduled. Per the physician's opinion, there was no risk to the patient due to this malfunction. However, a transseptal puncture performed prior to the case cancellation makes this event reportable. This information was received on (B)(6) 2012. The patient didn't require extended hospitalization and was reported in good condition.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental report of the evaluation will be submitted once it is completed or if additional information is provided by the customer. (B)(4).

Manufacturer narrative:
(B)(4). The customer reported that it was planned to perform a pvi procedure when the stockert generator has an indifferent electrode error message. The procedure was rescheduled. Per the physician's opinion, there was no risk to the patient due to this malfunction. However, a transseptal puncture performed prior to the case cancellation makes this event reportable. After a follow up, the customer stated that they did not send the generator for servicing since the problem was solved by using a new indifferent electrode. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.